Event description:
Boston scientific received info that this right atrial lead displayed out of range pacing impedance measurements greater than 2000 ohms. A lead revision was performed to replace the lead at which time it was noted that there was a small pneumothorax from the first stick but they successfully implanted the new ra lead. There were no adverse pt effects reported.